Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both yaw pulleys exhibited charring and localized melting, between the grips at the base. Further inspection confirmed material was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing yaw pulley material, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci thoracic sympathectomy procedure, there was sparking at the tip of the maryland bipolar forceps instrument, as well as the scent of plastic and metal, arcing. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.